Event description:
It was reported that (1) device was about to be used during a cholecystectomy. It was reported by the affiliate that the 511sd valve gasket tore easily and was verified preoperative. Another instrument was used to complete the case. There was no consequence to the pt.